Manufacturer narrative:
The scanner malfunctioned, and the images did not show any x-rays as they were blank. It appears that the monoblock malfunctioned, so no x-ray was delivered. We have taken corrective measures to reduce the risk and prevent errors. Daily calibration and quality assurance testing were conducted on the system without any issues. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
During a patient procedure, the scanner malfunctioned. It appeared that the monoblock caught fire due to a current draw in the battery log.